Event description:
At the beginning of a bladder tumor removal procedure dr introduced the sheath (22 fr) and the tip came off. Dr removed the broken sheath and tried various ways of removing broken piece before introducing a 25fr sheath, putting a grasping forceps through it and retrieving broken tip. At that time, dr ended procedure indicating that he believed there had been too much trauma to the bladder neck to continue. Procedure has not been rescheduled as of this report.